Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that this patient sample was the first sample tested for electrolytes following the replacement of standard a bag. The automatic calibration had passed. The flagged negative anion gap calculations alerted the customer there was an issue with the result. The customer performed troubleshooting of the instrument by checking the connector to the standard a bag, and ensured the bag and tubing from the bag were free of air bubbles. The customer reseated the bag, primed standard a and the integrated multi-sensor technology (imt) system calibrated automatically. The customer reran quality control (qc), resulting within range. The customer ran the sample, resulting acceptable. The cause of the discordant, falsely low na result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant falsely low sodium (na) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same dimension exl instrument, resulting higher. The repeated result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely low na result.